Manufacturer narrative:
The reported complaint of "an error message on the autopulse platform (sn (B)(4) was confirmed during functional testing and review of the archive data. Based on the archive data review, the unknown error message reported by the customer was determined to be user advisory (ua) 07 (discrepancy between load 1 and load 2 too large) error message and the error was reproduced during the functional testing. The root cause of the (ua) 07 advisory message was the failure of both single point load cells. The cracked cover/ enclosure and load cells failure were likely attributed to mishandling such as a drop, or the age of the platform. The autopulse platform was manufactured in jan. 2018 and is over 5 years old, past its expected service life of 5 years. During visual inspection, unrelated to the reported complaint, cracks in the top cover and front enclosure, and a bent battery lock and battery springs were observed. The observed physical damage was unrelated to the reported complaint and appeared to be the characteristics of user mishandling. The top cover, front enclosure, battery lock, and battery springs were replaced to address the issues. Also unrelated to the reported complaint, a sticky clutch was found. The impact of a sticky clutch was not severe enough to make the platform non-functional. The cause for the sticky clutch could be due to normal wear and tear. The clutch plate was deburred to address the observed problem. A review of the archive data showed (ua) 07; thus, confirming the reported complaint. The platform failed initial functional testing due to the (ua) 07 advisory message displayed upon powering up the platform; thus, confirming the reported complaint. Both single point load cells were replaced to remedy the complaint. The device subsequently failed for (ua) 139 (unable to hold compression position) during further testing, unrelated to the reported complaint. The root cause for the (ua 139) was that the drivetrain's brake gap was out of specification (.014). The drivetrain could not to be adjusted and was replaced to remedy the problem. Following service, the autopulse platform passed the run-in test without any fault or error. The autopulse platform passed the final testing without any fault or error. Historical complaints were reviewed for service information related to the reported complaint, and there was no previous history of complaints reported for autopulse platform with serial number (B)(4).

Event description:
After returning from a call, the b shift observed an error message on the autopulse platform (sn (B)(4) when switching out autopulse li-ion batteries. Multiple batteries were tested in the platform with the same results. No additional information is available. No patient involvement.